Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was not reported. It was reported that the patient had an infection and the device system was explanted on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the infection was first noticed on (B)(6) 2017 and it was a presumptive (B)(6) infection. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.